Event description:
It was reported that tip detachment occurred and required additional intervention. A 300cm straight tip v-14 control wire was selected for use. During the procedure, the tip of the wire sheared off in the leg and had to be retrieved with a snare. The detached tip was successfully removed with a snare. No patient complications were reported.

Event description:
It was reported that tip detachment occurred and required additional intervention. A 300cm straight tip v-14 control wire was selected for use. During the procedure, the tip of the wire sheared off in the leg and had to be retrieved with a snare. The detached tip was successfully removed with a snare. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned together with a non-bsc device. The returned guidewire had the distal tip damaged; a section of the polymer tip was separated and it was not returned. The separation was located approximately at 298.4 cm from the proximal end. The distal tip was found bent. No more visual damages were found in the device. The dimensional inspection of the overall length of the device could not be performed due to device condition (polymer tip detached/separated). The outer diameter of the middle of the device and proximal section are within specification.